Event description:
The customer reported that an error code displayed during the procedure. They also stated that the occlusion light and bell sounded during sculpting. The patient experienced a posterior capsule tear, with a subsequent unplanned vitrectomy. The patient status is unknown at this time. Additional information has been requested, but there has been no response to date.

Manufacturer narrative:
The company service representative examined the system and found that it met specifications. He did observe the error code entry in the system event log, but he could not duplicate the error code during testing. The root cause of the error code entry has not been determined at this time. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.